Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Manufacturer narrative:
Correction: b1, b5 & h1. After further clinical review, file revised from serious injury to malfunction.

Event description:
It was reported that a new bag of fentanyl 100mg was set-up as a primary infusion and programmed at a rate of 10ml/hr on an intubated patient. Approximately two hours later, the nurse was alerted that the medication bag was nearly empty. At that time, only about 40ml should have been infused from the bag. The nurse inspected the floor and bed linens to check for any signs of fluid that the tubing or the bag might have leaked and none was found. Because of the event, the patient's blood pressure briefly dropped and required more frequent blood pressure monitoring; however, no other issues were found. The event occurred in intensive care unit.

Manufacturer narrative:
Correction on initial report: h.6 & h.11.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Manufacturer narrative:
Additional information provided: d.11.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection of the device noted the instrument seal intact. No anomalies were observed with any of the electrical or mechanical components. The administration set observed no anomalies. Review of the pump module s/n (B)(6) error log recorded no errors or malfunctions on the customers reported incident date of (B)(6) 2020. Log analysis shows the pump module¿s initial programming was overwritten because of continued use. The pcu device log start on (B)(6) 2020 at 3:18 am and source the pump module was in continued use until the customers reported incident date of (B)(6) 2020. On (B)(6) 2020 at 2:24 am the source pump module infusion completed and entered kvo. Pvi at the time was recorded as 209.8ml. At 2:24 am the source pump module was selected for programming vtbi of 20ml entered with a previous infusion rate of 10ml/h and infusion was started. At 4:25 am the source pump module infusion completed and entered kvo. Pvi at the time was recorded as 230ml. At 4:27 am the source pump module was selected for programming a vtbi of 4ml entered and infusion was started. At 4:32 am the source pump module was selected for programming the rate is changed to 5ml/h and infusion was started. At 4:49 am the volume infused was cleared. Pvi at the time was recorded as 231.3ml. At 4:55 am the source pump module was selected for programming, user attempts to change the rate to 100ml/h and guardrails alert ¿dose exceeds guardrails hard limit of 300mcg/h¿ user reprograms to rate 5ml/h and infusion was started. Pvi at the time was recorded as 0.5ml. At 5:00 am the unit was channeled off. Pvi at the time was recorded as 0.8ml. On (B)(6) 2020 at 7:46 am (B)(6) pump module was programmed for fluconazole (drug ID 169) rate of 100ml and vtbi 100ml and infusion was started. At 8:43 am the pump module alarmed for air in line pvi=92ml. The pump module was channeled off. Functional testing performed found the device operating within specification. The root cause of the report of an over infusion was not determined. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 01/13/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 06/08/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.